Event description:
It was reported that the customer passed away, and the cause of death is thought to have been hypoglycemia. It was also reported that the customer was wearing the insulin pump at the time of death. The customer's sister declined a request to return the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.